Event description:
Facility alleges blood leak during dialysis chief technician reports fiber leak occurred on a 1st use preprocessed dialyzer. Blood circuit discarded; estimated blood loss > 100 cc. Dialysis resumed with new set-up; no further problem reported.